Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: the stent delivery system was returned for analysis. A visual examination of the crimped stent found that proximal stent rows 2-7 were damaged and slightly misaligned. Proximal stent row 8 was damaged with stent struts lifted on one side and pulled distally. The undamaged section of the crimped stent od (outer diameter) was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and do not appear to have been subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of the outer and the inner lumen and mid-shaft section found no issues along the polymer extrusion. No other issues were identified during the product analysis. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited.(B)(4).

Event description:
Reportable based on device analysis completed on (B)(6) 2017. It was reported that crossing difficulties were encountered. The 80% stenosed target lesion was located in the moderately tortuous and severely calcified left main to left anterior descending artery. Following pre-dilation, a 4.00 x 32mm synergy¿ drug-eluting stent was advanced but failed to cross the lesion. The procedure was completed using a different device. No patient complications were reported and the patient's status was good. However, returned device analysis revealed stent damage.